Event description:
It was reported to boston scientific corporation that a partially covered ultraflex¿ esophageal ng stent was implanted to treat a malignant esophageal stricture during an esophageal stenting procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician inserted a gastroscope and visualized the proximal end of the stricture at 23cm distal to the mouth. The physician was unable to pass the scope through the stricture because it was too tight. A 12-15 cre balloon was used to dilate the stricture and then the physician was able to cross the stricture with the scope. The physician passed a 0.035 guidewire through the scope when he reached the stomach. While removing the scope, the physician externally marked the distal and proximal end of the stricture at 23cm and 28cm. The scope was completely withdrawn and the guidewire was left in place. It was noted that the patient¿s stricture was approximately 5cm in size and therefore the physician decided to implant a 10cm partially covered ultraflex¿ esophageal ng stent. There was a lot of resistance felt when crossing the device over the wire through the stricture and the catheter kinked. The physician managed to cross the lesion with the partially covered ultraflex¿ esophageal ng stent and began deployment. There was a lot of resistance felt while pulling the release suture and the release suture broke. Some of the release suture could still be seen, the physician was able to grasp it and completely deploy the ultraflex¿ esophageal ng stent. The physician reinserted the scope to confirm the position of the stent and noticed that the stent had been deployed below the stricture. The physician completed the procedure by implanting another ultraflex¿ esophageal ng stent bridged within the partially covered ultraflex¿ esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. Device component code relates to device problem code for the reported event of stent positioning placement issue. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.